Event description:
It was reported that, "when the surgeon was fitting the centralizer on the end of the stem, the centralizer was already broken. Therefore, he used a spare centralizer instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.